Event description:
The customer reported that she had undergone surgery earlier in the day of the call and had been experiencing high blood glucose levels ever since. Customer stated that her blood glucose levels were ranging from 400 mg/dl to 512 mg/dl. The customer confirmed that she was put under anesthesia for the procedure and the she was given pain medication as well. Blood glucose level was 337 mg/dl at the time of the call. The customer reported feeling very tired. During troubleshooting, the customer stated that she did not have a back-up plan and treated her high blood glucose levels with the insulin pump. The customer also stated that she had been increasing her basal rates to try and correct the high blood glucose levels. The customer called back several days later to perform the high pressure test. While the first test failed, the second one passed and the customer was informed that her insulin pump was functioning properly. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.